Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral access was gained, and (B)(4) units of heparin was administered. A versacross system was inserted for trans-septal puncture (tsp). After crossing the septum, an additional 5000 units of heparin was administered. The versacross wire was advanced into the left upper pulmonary vein and the versacross sheath was exchanged for a watchman fxd curve access system (was). The dilator was exchanged for a pigtail catheter and contrast was injected into the laa. A 27mm watchman closure device and delivery system (wds) was inserted and deployed at the laa. The 27mm wds was partially recaptured four times before fully recapturing and exchanging for a 31mm wds. The 31mm wds was partially recaptured three times before fully recapturing and exchanging for a 35mm wds. The 35mm wds was partially recaptured three times when thrombus was observed on the tip of the was. Release criteria for the 35mm wds were assessed and met. The 35mm wds was released. The thrombus was aspirated through the was. At the time the patient was in atrial fibrillation, the activated clotting time was 353 seconds, and the left atrium pressure was 20. Upon waking the patient passed the neurological exam and was discharged the next day.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral access was gained, and 4000 units of heparin was administered. A versacross system was inserted for trans-septal puncture (tsp). After crossing the septum, an additional 5000 units of heparin was administered. The versacross wire was advanced into the left upper pulmonary vein and the versacross sheath was exchanged for a watchman fxd curve access system (was). The dilator was exchanged for a pigtail catheter and contrast was injected into the laa. A 27mm watchman closure device and delivery system (wds) was inserted and deployed at the laa. The 27mm wds was partially recaptured four times before fully recapturing and exchanging for a 31mm wds. The 31mm wds was partially recaptured three times before fully recapturing and exchanging for a 35mm wds. The 35mm wds was partially recaptured three times when thrombus was observed on the tip of the was. Release criteria for the 35mm wds were assessed and met. The 35mm wds was released. The thrombus was aspirated through the was. At the time the patient was in atrial fibrillation, the activated clotting time was 353 seconds, and the left atrium pressure was 20. Upon waking the patient passed the neurological exam and was discharged the next day.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.